Event description:
A zoll pt service representative (psr) called zoll customer support to report that a (B)(6) male patient's battery charger/modem was not powering up properly. The pt was issued a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of batter charger/modem sn (B)(4) has been completed. The reported problem (not powering up properly) has been confirmed. Upon investigation the batter charger was resetting. The cause for the resets was isolated to corrupted flash memory programming. In addition, corrosion was found on the battery board. The root cause for the corrupted programming could not be positively identified, the root cause for the corrosion was ingress of an unknown liquid. No adverse event resulted from the defective battery charger/modem. The pt received a replacement batter charger/modem.